Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. The patient was not pacemaker dependent. Additionally, the rv pacing impedance measurements were greater than 3000 ohms in bipolar configuration. The mv feature was programmed off, but noise was still noted. Patient isometrics and pocket manipulation were performed which reproduced the noise in unipolar and bipolar configurations. It was initially thought to be due to oversensed minute ventilation (mv) signals; however, then it was noted that the noise appeared to be due to external electromagnetic interference (emi). Then there appeared to be clear noise on the rv channel which was not emi. A surgical revision was performed, and physical damage to the lead insulation was observed. The lead was explanted and replaced. No additional adverse patient effects were reported.